Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events : 6 events were reported for this quarter. Product return status : 5 devices were received for evaluation. 1 device was not available to stryker for evaluation. Evaluation status : 1 event was confirmed during testing. 1 device was found to be affected by corrosion. 4 events were not confirmed during testing; however: 3 devices were found to be affected by corrosion. - 1 device was found to be affected by a shattered bearing. Additional information : 6 devices are not labeled for single-use. 6 devices were not reprocessed and reused.

Event description:
This report summarizes malfunction events in which the device reportedly overheated. 6 events had no patient involvement; no patient impact.